Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector, a damaged connector and grommet, foreign material on set screw, a set screw with a rounded socket and a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the implantable pulse generator (ipg) setscrew would not engage and the leads could not be fixed into the connection head. The device was not used. No patient complications have been reported as a result of this event.